Event description:
A us distributor returned a monitor and reported a problem with the response buttons during functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons problem) was confirmed. Upon evaluation, the front response button cover was lifting and the switch was contaminated. The rear response button was also contaminated. The response buttons are only intermittently making contact. The cause of the non-functional response buttons is the contaminated switches. Root cause: the root cause of the contaminated switches is ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.